Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
It was initially reported that the patient was having an increase in seizures, unknown if above or below baseline. The physician commented that the patient may be having other issues or pseudo-seizures rather than actual seizures. They had an eeg that did not show any seizures. The patient had a generator replacement due to battery depletion. Good faith attempts for product return and more information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. The reported allegations of failure to program and end of service were duplicated in the (B)(4) laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.